Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cholecystectomy procedure, at the beginning of using the instrument the surgeon said, he had a different "feeling" when pushing the bag out of the instrument. The re-movement of the gallbladder worked well, as usual. After finishing the operation the surgeons did a last check of the abdomen and then found a small piece of plastic. This piece is inside the bag with the product which will be return. No patient data available. It is not certain if the piece of plastic is from the endo catch bag.

Manufacturer narrative:
Device available for evaluation?

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led, an evaluation one endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, e and an evaluation of the returned device. The reported condition/for this incident was that during a cholecystectomy procedure the instrument was difficult to open and a component disengaged into the cavity and was retrieved. The instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met/did not meet quality release specifications that were tested regarding the reported conditions due to the broken shrink tube. Device history record (DHR): a review of the device history record indicates this device lot/serial number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.